Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the angle wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. As a result of confirming the detail to emea as gfe, as the location of the missing air/water nozzles is unknown, the MDR was assessed to be submitted based on the results of the technical report and risk analysis.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.